Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the shaft cuff was not holding air and was deflating as quick as air was being pushed in. The device was used by the patient at home when the issue happened. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one (1) 8.5 fixed air cuff device with a custom, foam stoma seal was received for evaluation. Using a syringe, air was evacuated from the foam stoma seal and the cap inserted into the red plug. The foam cuff remained deflated. No leaks were detected in the foam stoma cuff. Following work instructions, air was inserted in the inflation valve. The cuff started to inflate, but immediately escaped via a hole in the cuff. The area of the cuff was visually inspected by the unaided eye and an abraded area that measured approximately 10 mm by 6 mm was observed. To identify the exact location of the hole, water was inserted into the cuff. The location of the hole was on the top of the shaft approximately 38 mm from the distal tip and 10 mm to the right side of the centerline when the device is in situ. All measurements were taken with a verified ruler. The customer's complaint was confirmed. The hole likely prorogated in the silicone wall due to the silicone being weakened by the abrade marks on the cuff. The investigation could not determine if the abraded marks were the result of the cuff rubbing on an internal sharp area or if the abraded marks were the result of aggressive scrubbing during a cleaning process. The investigation did not identify a manufacturing defect with the cuff. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.